Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning (B)(4)2015, ventricular sensing integrity counts were up to 771, and there were non-sustained ventricular tachycardia (nsvt) episodes and ventricular fibrillation (vf) episodes detected with evidence of lead noise oversensing leading to inappropriate shock. Analysis of the device memory indicated the right ventricular lead integrity alert triggered. The rv (right ventricular) lead integrity warning occurred on (B)(6) 2015 for sensing integrity counter greater than 30 in 3 days and 2 or more high rate non-sustained tachycardia (nst) episodes. Analysis of the device memory indicated the impedance on the rv pacing lead was beyond the expected upper range. Beginning (B)(6) 2015, rv pacing impedance rose to 2261 ohms up from a trend in the 494-646 ohm range. Analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrhythmia therapy. (B)(4).

Event description:
It was reported that the lead delivered at least 30 inappropriate shocks to the patient. High impedance was noted, and lead fracture was confirmed. The lead was capped and replaced. No further patient complications have been reported as a result of this event.